Manufacturer narrative:
(B)(4).

Event description:
T was reported that a sensor session that ended early occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The probable cause of the transmitter failed error could not be determined. The reported event of a sensor session that ended early is reportable based on the finding of an transmitter failed error. No injury or medical intervention was reported.